Event description:
New information received notes the asymptomatic patient presented in clinic. Programming changes were made. The pacing impedance decreased from a higher value following reprogramming. The patient was stable at the time of the visit in clinic and during programming.

Event description:
It was reported that the high voltage (hv) lead impedance was high and above the normal range on the right ventricular (rv) lead. One out of range measurement was observed. There were no reported patient symptoms or consequences.